Manufacturer narrative:
510k: this report is for one (1) unknown 3.5mm locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a 2.7mm/3.5mm locking compression plate (lcp) lateral distal fibula plate, three (3) 3.5mm cortex screws, one (1) 3.5mm locking screw, and five (5) 2.7mm locking screws on unknown date for repair of a fibular fracture. On unknown date it was determined patient had developed an infection at the implant site. Patient was returned to surgery on (B)(6) 2018 for removal of all hardware. All devices were removed without issue, no hardware failure was reported. Surgery was completed successfully with no patient consequences. No additional hardware was required, no additional surgery is planned. This report is for one (1) unknown 3.5mm locking screw. This is report 3 of 4 for (B)(4).